Manufacturer narrative:
Siemens filed the initial MDR on (B)(6) 2018. Corrected information (07-nov-2018): the customer provided the discordant patient results to siemens on (B)(6) 2018 the date in section g4 of the initial MDR should be (B)(6) 2018and not (B)(6) 2018 section g4 cannot be updated to reflect the correct date as section g4 is required for this report. Additional information (21-nov-2018): siemens further investigated the instrument files and determined that a weak sample mix contributed to the discordant results obtained on the dimension vista 500 instrument. The issue was resolved by the service mentioned in the initial MDR. Section h6 was updated to reflect the additional information. Upon reviewing the instrument files, siemens determined that sample ids (B)(6) and (B)(6) were also repeated on the initial instrument, resulting higher than the initial results. The initial MDR indicated that the repeat result for sample ID (B)(6) on the alternate instrument was 28 mmol/l; the instrument files demonstrate that the repeat result obtained on the alternate instrument is 27 mmol/l. This information was added to section b6. The instrument is performing according to specifications. No further evaluation of this device is required. MDR 2517506-2018-00625_s1 was filed for the same event.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and reported that the dimension vista 500 instrument flagged multiple glucose (glu) and calcium (ca) patient results with "abnormal assay". The customer indicated that they did not report any results flagged by the instrument and reported that they obtained discordant, falsely low carbon dioxide (co2) results and a discordant, falsely elevated gamma- glutamyl transferase (ggt) result on patient samples on the instrument. A siemens customer service engineer (cse) was dispatched to the customer's site; during this visit, the cse replaced the sample 1 (s1) mixer assay and s1 probe. Then, the cse ran service method tests (smt), quick check, a precision study, and quality controls, which resulted within specifications. The cause of the discordant results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required. MDR 2517506-2018-00625 was filed for the different glucose results obtained on sample ID (B)(6) on the alternate dimension vista instrument.

Event description:
Discordant, falsely low carbon dioxide (co2) results were obtained on 5 patient samples on a dimension vista 500 instrument. Additionally, a discordant, falsely elevated gamma- glutamyl transferase (ggt) result was obtained on sample ID (B)(6). The discordant results were not reported to the physician(s). The samples were repeated on an alternate dimension vista instrument, resulting higher for co2 and lower for ggt. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low co2 results and discordant, falsely elevated ggt result.